Event description:
It was reported that the patient had to have their generator removed a month after implant due to a malfunction. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.